Event description:
It was reported that during unknown procedure, it was observed that the device would not close when pulling the lever. They attempted to flex the device back and forth and still no firing. The second device would only fire when flexing the tips to the left. Case was completed with a like device. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. B3: only event year known: 2025. D4: batch #396d38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload received. Upon mechanical test, a test reload was loaded in the channel and the device was unable to close. Further analysis showed the wedge guide missing and only the pusher was noted inside the jaws, this condition did not allow to close the device as expected. The device was disassembled in order to verify the condition of the internal components and the wedge was confirmed missing. No functional test was performed due the condition of the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device ats45 with lot number 404d28; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 396d38, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.